Event description:
A company field representative noted a product problem and it was confirmed by the company through inspection of internal inventory that the problem could result in a breach in the packaging.